Event description:
Patient's head was slipping out of the bed in the middle of the laparoscopy procedure in thirty degree trendelenburg lithotomy position. The straps were secured on allen stirrups. A half size hovermatt mattress was used. Anesthesiologist placed gellroll/towels under the neck and head to maintain neutral position immediately supporting the head. The procedure was completed without injury.